Event description:
On 11/29/24 an ilet user reported they experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on 11/29/24. The event was triggered by the user not announcing a meal, which led to a drop in bg after a correction for high bgs. The user's bg ranged from a high of 335 mg/dl to a low of 39 mg/dl. Emergency medical services (ems) were called, and the user was treated with orange juice and syrup by their son before receiving dextrose via IV from ems. The user was transported to the ER but was not admitted. There was no immediate health effects reported. The user's healthcare provider (hcp) has recommended the user return to previous therapy for the time being. The user was using a dexcom g7 continuous glucose monitor (cgm) at the time of the incident. This is the second of two low bg events reported for this user. This medwatch report details the low bg event on 11/29/24. A medwatch report detailing the first low bg event on11/27/24 is submitted on MFR report #: 3019004087-2024-00720.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.